Manufacturer narrative:
During investigation on-site performed by our field service engineer the ventilator failed the flow transducer test during the pre-use check. The field service engineer confirmed presence of liquid/saline spill on the pcbs (printed circuit boards). The damaged pcbs and including the expiratory cassette were replaced. The ventilator passed multiple pre-use checks without any issues. The ventilator was released for use. Review of provided logs did not reveal any records from the event date, but it showed failed flow transducer test during pre_use check performed (B)(6) 2020. The damaged pcbs were not further investigated. Liquid/saline on the electrical parts can cause failure/short circuit, which may lead to stop of ventilation. Alarms will be generated. There is no information on how the liquid/saline spill entered the ventilator.

Event description:
It was reported that the ventilator generated alarms for low o2 concentration and high peep. There was no patient harm. Manufacturer's ref #: (B)(4).